Event description:
It was reported that the experienced a burning and increased pain around back and in their leg over several days. The pt didn't feel like the pump was delivering any medication. The pt had lost weight over the past two years and since thanksgiving, had felt like the pump had been getting closer to the skin. The pt stated the pump was "poking though her skin", but upon examination, the pump was shallow in its placement and superficial with the skin intact. The pump was interrogated and found to be functioning at normal rates. X-rays indicated the catheter appeared to be intact. The pt went to the ER and was admitted for 24 hours observation. The pump and catheter were replaced. At that time it was noted that the catheter had fractured. The hcp stated the pt was "doing well" at the follow up.

Manufacturer narrative:
Results - other - catheter.